Event description:
PICC inserted on 6/27 became completely occluded. Am chest x-ray showed PICC to be in correct position in the svc. Obtained an x-ray of the upper arm and a loop could be seen in the arm about 10cm from the hub of the PICC catheter. This is the second PICC catheter for this patient. The same or similar situation happened on sat. That prompted me to exchange the catheter for this catheter. FDA safety report ID #: (B)(4).